Event description:
It was reported that a pt underwent a bilateral inguinal hernia repair via a transabdominal pre-peritoneal approach on (B) (6) 2010. The pt developed phlebitis / deep vein thrombosis of the left leg four days after taking off the compression stockings. Treatment included 20 days of low molecular weight heparin, stockings and cream. The event is resolved.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.